Manufacturer narrative:
The facility did not request service. The facility reported the system was functional after replacing the cassette. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root cause is unk. (B)(4).

Event description:
A customer reported that the aspiration stopped during a cataract extraction procedure. In an attempt to troubleshoot, the handpiece and cassette were exchanged. However, the case was completed using an alternate system following a one hour delay. The pt was noted to have a "small amount" of corneal edema following the procedure which was resolved. The surgeon is unwilling to provide additional info related to this case.